Event description:
It was reported that the device displayed and inappropriate connect cable alarm. This could inhibit the use of the defibrillator. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Medtronic evaluated the device. The root cause was determined to be due to the therapy connector assembly. After replacing the therapy connector assembly, proper operation was confirmed and the device was returned to the customer.